Event description:
Event description guidant received information that this patient had experience various shocks. Interrogation of the device revealed a shocking impedance measurement <10ohms (shorted lead). At the explant, insulation damages was reported between the yoke and the connector. Arc marks were found on the device. A new guidant system was implanted with no further issues.